Event description:
It was reported the pt has difficulty locating her ipg with the charger, her ipg shuts off for no reason, and her programmer will display the ipg battery status as full and then suddenly half within a few days. She is scheduled to meet with an sjm rep for troubleshooting.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.